Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was provided: name of index surgical procedure? Tvt mesh sling ¿ pr sling operation stress incontinence the diagnosis and indication for the index surgical procedure? Stress urinary incontinence were any concomitant procedures performed? Anterior repair, posterior repair, cystoscopy other relevant patient history/concomitant medications? Rectocele, cystocele were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? No did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Yes ¿ pre-operatively, cefazolin in dextrose (ancef) ivpb 2 g/50 ml were cultures performed? If so, please provide the results. Yes ¿ (B)(6)2025 + for e. Coli. Please describe any other medical intervention performed including medication name and results. Macrobid 100 mg capsule rx for uti (B)(6) 2025 dispensed qty: 14 capsules 1 capsule every 12 hrs. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Very unlikely that the procedure itself is contributing to the occurrence of uti. Patient has had uti¿s in the past. What is the patient's current status? Fully recovered. On-study product code and lot number? System, retropubic tvt exact sm-ndl lot#: 3944818. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2024 and mesh was implanted for stress urinary incontinence. On (B)(6) 2025, mild urinary tract infection was noted and macrobid 100 mg capsule was given. The event was recovered/resolved without sequelae as of (B)(6) 2025. This was reported as unlikely related to the study device and study procedure. Additional information was requested.